Event description:
It was reported that emergency medical services was called on (B)(6) 2013. Customer's blood glucose level at the time of the emergency medical services call 28 mg/dl. The customer was treated with intravenous glucose. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.